Manufacturer narrative:
The device is expected to be returned for investigation. It was not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported during preventative maintenance testing at the user facility, the device did not deliver. During testing, it was reported that after the button on the bolus cord was pressed, the gemstar pump did not deliver a dose. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Through requested, no add'l info was provided.